Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not able to hear with the device starting in (B)(6) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been made available yet.

Event description:
The user was not able to hear with the device starting in (B)(6)2017. Re-implantation is being considered though no date has been set.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user was not able to hear with the device starting in (B)(6) 2017. It is unknown if an accident or trauma occurred. Recipient was re-implanted.